Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error message. No fault was found on the epg however the patient cable received into service with the epg was found to have an open circuit. The patient cable was returned unrepaired at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable which was received into service with the external pulse generator (epg) as an associated device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.